Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advance evaluation. It was reported that she had not been feeling good and she was sick after the procedure but she was now getting back on track. Patient indicated she was having accidents and they were sporadic. She had a bad allergy to pepper and thought that was what happened or she had an infection at the wire area. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event.